Event description:
The user has reported encountering intermittent audio problems with the device which started during a period of high fever on (B)(6) 2023. The user was re-implanted.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was intermittent; however, no technical problem could be detected. Reportedly the issue started during a fever period, which might has contributed to the observed issue. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has reported encountering intermittent audio problems with the device which started during a period of high fever (B)(6) 2023. The user was re-implanted.